Event description:
Caller states neonate pt received the following results on the aviva system within 12 mins: 13 mg/dl, 17 mg/dl, and 26 mg/dl. After the result of 26 mg/dl, the pt was treated with glucose water from a bottle. The caller also reported the following aviva system/lab comparisons on the same neonate, obtained the same day: 35 mg/dl/51 mg/dl (19:55). No adverse event reported. Requested return of suspect device and replacement was sent.